Manufacturer narrative:
Additional information was received six months later that the patient was brought in for testing. The device was reprogrammed to accommodate the df-1 pins being reversed in the header. After the reprogramming was performed, two successful dft tests were completed. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this system was exhibiting noise on the shocking channel. The caller reported very large p-waves and small r-waves and the qrs complex looks very small on the shocking channel. The patient is a mechanic and the event occurs at 10:20 in the morning. A boston scientific technical services consultant discussed the clinical observations with the caller and suspects the high voltage (hv) leads may be reversed in the device header. The caller also commented that they could not defibrillate at the implant procedure. The physician stated that the patient would be brought in for defibrillation threshold (dft) testing. Efforts to obtain follow up information were unsuccessful. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating that this device recorded a fault code (fc) 1007 indicative of a shorted lead condition and a fc 1003 indicative of battery voltage too low for the projected remaining capacity. It was noted that the lead pins had been reversed in the device header and the shocking configuration had been programmed coil to coil. Device replacement was recommended. This device was explanted and returned for analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed cautery marks on the case. Review of the device memory confirmed that a low voltage alert was recorded. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.